Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient was presented remotely via merlin.net. Upon review of the transmission, it was noted that the implantable cardiac monitor exhibited post-sensed t-wave oversensing. No intervention was performed and the patient's condition was stable.

Manufacturer narrative:
The reported event of undersensing was not confirmed. The device was received with the battery at end of service (eos) level for the analysis. The device was cut open and a new battery was attached to perform the testing. Analysis performed, including sensing test at field and high sensitivity settings and its indicated normal device functionality. A longevity assessment was performed and the device has met the projected longevity and is considered normal battery depletion. No anomalies were seen.